Event description:
Caller reported that their pump screen was dark and would not turn on. The customer declined to disclose whether their blood glucose level exceeded 500 mg/dl, leaving the impact on blood glucose unknown. Reportedly, customer reverted to manual injections for insulin therapy.